Event description:
It was reported that the patient dislocated post-op. The tha done (B)(6) 2014. Patient was revised to constrained liner.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as unknown mdm liner. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an adm x3 liner was reported. The event was not confirmed. Device evaluation and results: evaluation of the returned x3 liner indicates there are signs of in vivo use, but is otherwise unremarkable. Medical records received and evaluation: 2 x-rays were provided for review. A consulting clinician indicated the event cannot be confirmed as there is insufficient information provided. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as further information such as operative and progressive notes are needed.

Event description:
It was reported that the patient dislocated post-op. The tha done (B)(6) 2014. Patient was revised to constrained liner.